Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating a 50 year old male patient presenting with cardiomyopathy to have endured atrial arrhythmia with a "possible" relationship to the impella device. A direct cardioversion was performed.

Manufacturer narrative:
The investigation for the reported atrial arrhythmia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the atrial arrhythmia could not be determined. The instructions for use states ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. The investigation has been reopened and, upon investigation closure, a supplemental MDR will be filed.

Event description:
Additional information was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured acute kidney injury and respiratory failure with a "possible" relationship to the impella device used. The patient was intubated and ventilator settings were adjusted. The patient's condition improved by discharge.

Manufacturer narrative:
The investigation for the reported renal failure has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the renal failure could not be determined. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ to conform with updated procedures, sections d6 & h10 have been revised with updated information.